Manufacturer narrative:
This is a supplemental report correcting the unique device identifier (UDI) information in section d4. Following the initial report submission, it was identified that the UDI information initially provided was incorrect.

Manufacturer narrative:
The customer's glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope core smart cable used during the reported event. A verathon technical service representative evaluated the returned system components and was able to confirm the reported image issue. Upon visual inspection, no visible damage was identified to the monitor or smart cable. When inspecting the video baton, the camera tip to flex tube connection was found to be loose. When connecting the video baton to known, good, test verathon equipment, the image froze. The video baton failed verathon's device functionality testing and the issue was isolated to just the video baton. Upon completion of verathon's device evaluation, the glidescope video baton 2.0 large was replaced and the monitor and smart cable were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image was cutting out intermittently. No delay in the procedure, use of a backup device, or harm to the patient was reported.